Event description:
A pt reported blood glucose results of "140 mg/dl" with a lifescan meter and "210 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.